Event description:
It was reported that during a device upgrade, it was noted that the existing ventricular lead exhibited occasional loss of capture as a new atrial lead was being placed. It was also reported that unipolar impedance was higher than bipolar upon initial testing, then measured lower after retesting with the pocket moistened. Corrosion was also seen on the connector pin. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.